Event description:
It was reported that the patient changed the cassette to another new one for regular replacement and a (no message) alarm went off. The user changed the pump after that and the alarm was cleared. Then just after 11:00 am on (B)(6) 2022 a (no disposable, pump won't run) alarm sounded. The patient changed the pump back to the pervious one but the alarm persisted. The user then changed the cassette to a different one and the alarm was settled, the pump and cassette went back to work as normally. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: health impact and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and four photos were received for evaluation. Visual and functional testing was performed. Visual inspection found no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing performed based on the no disposable alarm investigation and root cause conduct trough internal CAPA, the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be replicate, complaint is not confirmed. Device passed all functional testing. No problem found. No actions taken, however as part of in process controls add based on CAPA opened on 09/sep/2021 for no disposable alarm issue, root cause the following containment action was implemented: work instructions updated from revision 104 to revision 105 to add the mohawk exposure criteria. Complete on 08/sep/2022. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).